Event description:
It was reported that the device had a control key switch bgnd test, primary audible alarm bgnd test, and acu watchdog failure. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. One device was received for evaluation. A visual inspection noted that the device was used and good. Functional testing and visual tests were conducted with the returned device. The customer problem was not duplicated however, event history log review recorded proof of the problem. The root cause could not be established. The service history review identified the repair was related to a previous service of the device. As a result, the alarm loudness found at level 1was changed to level 2 and the speaker was replaced as a preventive measure. The barrel clamp guide, head, rod, tapered spring, blue spring and slide were also replaced. The device then passed all function and delivery tests following replacement.